Event description:
Additional information received reported that the patient had a follow up appointment last week. It was stated that the high impedance had resolved with no further issues. No further information was provided.

Event description:
A complaint was reported that the impedance on contact 3 was greater than 40k which occurred after the ins (implantable neurostimulator) replacement. The patient was reprogrammed. It was mentioned that the patient had not had therapy on "this side" since revision but it is unclear on which side the patient was having the issue. Patient had good therapy and good impedances before the surgery. The impedances were not checked "inter-op." Patient felt a "surge" during the impedance test. Additional information received showed that the patient was scheduled for a follow-up with the physician but no further information was available at the time of this report.

Manufacturer narrative:
Product ID, 7495-51 lot# serial# (B)(4), implanted: 2001 (B)(6), product type extension product ID, 748251 lot# serial# (B)(4), implanted: 2002 (B)(6), product type extension product ID, 37642 lot# serial# (B)(4), product type programmer, patient product ID, 3387-40 lot# j0101918v, implanted: 2001 (B)(6), product type lead product ID, 3387-40 lot# j0120572v, implanted: 2002 (B)(6), product type lead. (B)(4).